Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window noted. No moisture damage was noted on the electronics assembly.